Event description:
It is reported that the locking pin disassociated approximately 1 year post-op. At the time of the report, a revision had not occurred.

Manufacturer narrative:
This report will be amended when our investigation is complete.